Event description:
It was reported that a person with diabetes (pwd) had a cleo 90 infusion set became detached from the skin shortly after application during a training session. The individual stated that the correct application technique was followed. However, the lot number of the product was not provided, and the infusion set was not returned for evaluation. There was no patient injury.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided no review of device history records could be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.